Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric bypass technique procedure, during stapling in the stomach (pouch performed), a failure occurred which cut but the staple line on the right side did not form correctly leaving the stomach open. The surgeon had to use pds 3-0 for repair with double reinforcement in the open portion of the stomach. This delayed the surgery for twenty minutes and caused tension in the surgical team. Another like device was used to complete the procedure. There were no adverse consequences for the patient.